Event description:
On 30-apr-2026 it was reported that on (B)(6) 2026, the user was hospitalized with symptoms including vomiting and elevated blood glucose (bg) levels reported at approximately 200 mg/dl. The user was admitted on (B)(6) 2026, treated with IV insulin, underwent additional inpatient evaluation including gallbladder removal, and was discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user was hospitalized while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information obtained from the user indicated the hospitalization involved extensive inpatient evaluation and ultimately resulted in gallbladder removal. The user reported difficulty recalling additional details regarding the event due to the time elapsed since hospitalization. Based on available information, no device malfunction was identified and the cause of the reported hospitalization remains not established. If additional information becomes available, a supplemental MDR will be submitted.